Event description:
It was reported a patient presented with symptoms of tachycardia and bradycardia. The atrial lead had high pacing impedance. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient status was unknown.